Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated the physician elected to turn off hv therapy.

Event description:
New information notes that an alert via merlin.net transmission was received for low, out of range, pacing lead impedance, and continued noise resulting in oversensing and under pacing. The physician plans to make programming changes. The lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise is still present on the rv lead. Diagnostic imaging revealed externalized conductors. Lead was capped and replaced with a low-voltage rv lead. No complications were noted during and post-procedure. It was noted that the patient has been in a vegetative coma since 2010.

Event description:
It was reported that pauses were noted on the surface ECG when the patient was moved. Interrogation revealed five vf episodes, one treated with therapy. Review of egms revealed that the episodes were actually noise misclassified as vf. The physician suspects lead damage. The patient was transferred to another hospital. The physician reprogrammed the sensitivity pending evaluation of the lead function.